Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient was going to get a cardiac device put in. The caller was told the deep brain stimulation (dbs) device was not working. The reason why was unknown. There was no more information available. (B)(6) 2020 e1 (rep): no new information. (B)(6) 2020 e2 (rep): the physician capped the dbs and put in a single camber "ppm".